Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device is affected. In situ testing showed affected channels reportedly the user had a car accident in july 2022. Reimplantation surgery is being considered.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. In addition, damage to the electrode array was found, which was likely caused during implantation surgery and explaining the hi channels since implantation surgery. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user was in a car accident in (B)(6) 2022 and subsequently hearing performance with the device decreased gradually. He reportedly had good benefit with the device and started speech development before the accident. The user was re-implanted.

Event description:
The user was in a car accident in (B)(6) 2022 and subsequently hearing performance with the device decreased gradually. He had benefit with the device and started speech development before the accident. Re-implantation is planned but no date has been fixed yet.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.